Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the long bipolar grasper instrument had frayed wires. A backup instrument of the same kind was used. The procedure was completed with no reported injury. On 17-nov-2021, intuitive surgical, inc. (Isi) contacted the original reporter and obtained the following information: patient-related information was not available. No other details were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to confirm/ reproduce the reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause of the failure was attributed to a component failure. Additional observations not reported by the site that were related to the primary failure were also identified. The instrument was found to have a derailed grip cable at the distal end. The yaw motion may be non-intuitive as a result. The root cause of the failure was attributed to a component failure. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage observed. The root cause of the failure was attributed to a component failure. A review of the instrument log of the long bipolar grasper (part # 471400-10 / lot # n10210202-0212) associated with this event has been performed. Per the logs, the instrument was used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 7th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: failure analysis found damage to the conductor wire insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur due to the potential of stray energy from the exposed wire. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.